Manufacturer narrative:
Additional information: concomitant medical products, added concomitant products plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The returned sample was subjected to a laboratory bubble point test. No leaks were observed, possibly due to coagulated blood in the returned sample. However, after destructive disassembly of the dialyzer, a potted fiber fragment measuring approximately 3.03 mm in length was identified at approximately 90°,within blood side zone 2 when viewing the dialyzer with the dialysate ports situated at 0°. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. A lot history and production record review were performed. During the lot history review it was noted that there were no other reported complaints against the lot. A production record review was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. The returned sample was subjected to a laboratory bubble point test. No leaks were observed, possibly due to coagulated blood in the returned sample. However, after destructive disassembly of the dialyzer, a potted fiber fragment measuring approximately 3.03 mm in length was identified at approximately 90°, within blood side zone 2 when viewing the dialyzer with the dialysate ports situated at 0°. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.